Event description:
Reported via clinical study. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed as part of a clinical study, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a routine 45-day follow up transesophageal echocardiography (tee) and a 15.0mm leak was noted. The patient was on a medication regime of aspirin 81 mg and rivaroxaban 20 mg. There was no evidence of thrombus, and no movement or shifting noted. No intervention or treatment was performed or planned.